Event description:
The pt received the scs system on (B)(6) 2012. It was reported the pt was no longer feeling stimulation. Reprogramming did not resolve the issue. Low impedances were identified. X-ray images confirmed lead migration. Follow up info revealed the pt is now experiencing burning pain and reported that she can see the lead wires under her skin. The physician repositioned the lead and added two anchors on (B)(6) 2012. Stimulation was restored postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.